Event description:
The pt felt stimulation in her legs when the implantable neurostimulator was turned off. The pt was unable to turn off stimulation with the pt programmer. The pt was told to rub a magnet over the stimulator, which turned the device on and then off. Afterward, the pt was in the 'same situation'; she again felt stimulation when the stimulator was off. The pt got a new pt programmer, which did not change the stimulation sensation in her legs. The implantable neurostimulator was turned all the way down. The device stopped working the following week. The pt felt no stimulation sensation when she tried to turn on the stimulator or adjusted stimulation. The pt did not have a device-managing hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.